Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture was the sub-annular calcification at non coronary cusp (ncc) and left coronary cusp (lcc). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (b))(6), during a transfemoral tavr procedure, annulus rupture was observed. A 23mm sapien valve was implanted with 1ml less than nominal volume. There was sub-annular calcification at non coronary cusp (ncc) and left coronary cusp (lcc) which continued to left ventricular outflow tract (lvot). Post implantation, the transesophageal echocardiography (tee) showed moderate paravalvular leak (pvl). Post dilation was performed with 1ml less than nominal volume. Pvl was lessened to trivial - mild. The amount of effusion was not increasing. No coronary obstruction, no rupture was observed. The blood pressure (bp) was recovering. Aortography (aog) confirmed pvl was lessened to trivial. The digital subtraction angiography (dsa) confirmed no complications and esheath was removed to close the procedure. At this point, the bp started to drop. Tee confirmed that the amount of effusion was increasing. Drainage was executed and approx. 30ml was removed. Tee confirm that the amount of effusion was still increasing. As the color of the fluid removed became thick as blood, it was decided to convert he procedure to the open surgery. When the chest was opened, bleeding point was confirmed. There was tear between the calcification at ncc and lcc which continued to lvot. The torn tissue was repaired and surgical aortic valve replacement (avr) was performed.